Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection found the lens torn and only half the lens was returned. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)secondary surgical intervention, lens exchange. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -12.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. During implantation, the lens was tucked and misaligned during insertion. It tore while pushing it in with the foam tip plunger.the lens was explanted, on the same day, by cutting it in half . After two hours, the lens was exchanged with a similar lens and the problem was resolved.

Manufacturer narrative:
Concomitant medical products and therapy dates: injector model, lot number and cartridge lot number are added. (B)(4).

Manufacturer narrative:
Corrected data: previous report statement "single-use device was reprocessed and reused on a patient" is incorrect. (B)(4).